Manufacturer narrative:
Physio-control replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during daily testing. The customer reported the device was displaying a service indicator when physio-control evaluated the device, besides displaying a service indicator, it was observed to appear to lock up.